Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recp0608 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse found that the catheter was occluded the day following the catheter placement. It was impossible to use the catheter, the catheter was removed and a new one was placed. No other information was provided.